Manufacturer narrative:
Information contained in this report was previously submitted through psr (B)(4) on 04/22/2019. Device evaluation: visual analysis of the returned device identified: creases and wear abrasion. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified, and the device was within specification. Based on the device analysis the final assessment is: no openings were found in the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported a right side rupture. Additional event of ¿a mass about the size of a plum near my armpit was excised and found to be a wad of silicone that was moving toward lymph nodes¿, ¿last may began to have ra type symptoms¿, ¿joint issues in both hands-swollen tendons and joints¿, and ¿loss of joint flexion in my right hand, multiple trigger fingers¿. Device has been explanted.